Event description:
It was reported on the same day that the patient did not have a stimulation sensation. The patient suspected her stimulator was dead. The patient recharged it but could not get stimulation since the day prior. The patient raised stimulation but still did not feel anything. It was further reported that the patient¿s device was suspected to be in overdischarge. The patient had an appointment for 2013 (B)(6) for further assessment. The patient¿s status was noted to be alive with no injury. It was further reported that the issue was not an overdischarge but rather it was a lead revision. It was noted that ¿all went well¿ and the patient had excellent stimulation coverage. It was further reported the reason for the lead revision was because one of the leads had stopped working and the patient might have fallen. It was noted the lead was replaced and the battery was replaced. It was stated the battery was replaced now instead of 6 months later.

Manufacturer narrative:
(B)(4).